Manufacturer narrative:
Device evaluated by MFR. The ventilator was received by newport medical instruments inc on 01/08/2007. It will be forwarded to manufacturer/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was no death or no severe injury involved in the incident.